Event description:
While the resident was in a hoyer lift, a nor-am rl1000, the screw drive on the lift broke and the resident needed to be lowered to the floor. No injuries. All nor-am lifts in the facility have been checked for mechanical integrity and remain in use.